Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the severe aortic insufficiency that occurred was paravalvular leak (pvl). Per the physician, a suspected dissection caused the pericardial effusion. Per the physician, aortic dissection was the cause of death.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the first valve was deployed at a depth of 1-2 millimeter (mm) on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). An echocardiogram revealed moderate paravalvular leak (pvl) under the lcc. A post-balloon aortic valvuloplasty (bav) was performed with a 20mm non-medtronic balloon and made no improvements. A second post-bav was performed with a 22mm non-medtronic balloon and minimal improvement was noted on the echocardiogram. The pressure was noted to be at 382 meter/second. The patient was noted to be stable. A decision was made to implant a 2nd valve within the 1st valve. At 80% deployment, the 2nd valve was noted to be deeper than the 1st valve. No improvements were noted with the pvl. It was observed that the patient's anatomy was causing the leak. The 2nd valve was recaptured and attempted to deploy deeper. During the recapture the 1st valve dislodged causing severe aortic insufficiency. The 2nd valve was deployed and the patient's pressures did not recover. Cardiopulmonary resuscitation (CPR) was performed. An echocardiogram revealed a large pericardial effusion. Pericardiocentesis was performed and the pressures did not recover. Fluid was accumulating faster than it could be drained so CPR was stopped, as the patient was not a surgical bailout. The patient was declared deceased. Per the physician, the dislodgement of the first valve may have caused an aortic dissection or root disruption.

Manufacturer narrative:
Continuation of concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(4), ubd: 31-oct-2024, UDI#: (B)(4); product ID: d-evolutfx-2329, serial/lot #: (B)(4), ubd: 31-oct-2024, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6: results and conclusion codes conclusion: the subject dcs was discarded by the customer and as such no analysis could be performed. Procedural images were not provided for review. The reported event indicated that the 2nd valve was noted to be deeper than the 1st valve. The 2nd valve was recaptured and attempted to deploy deeper. Recapturing is a feature of the evolut fx system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. During the recapture the 1st valve dislodged causing severe aortic insufficiency. The 2nd valve was deployed, and the patient's pressures did not recover. Cardiopulmonary resuscitation (CPR) was performed. An echocardiogram revealed a large pericardial effusion. Pericardiocentesis was performed and the pressures did not recover. Fluid was accumulating faster than it could be drained so CPR was stopped, as the patient was not a surgical bailout. The patient was declared deceased. Per the physician, the dislodgement of the first valve may have caused an aortic dissection or root disruption. Additional information was received indicating that the severe aortic insufficiency that occurred was paravalvular leak (pvl). Per the physician, a suspected dissection caused the pericardial effusion. Per the physician, aortic dissection was the cause of death. A medical safety assessment was performed and based on the information provided, it is likely that the harm of paravalvular leak (pvl) was related to the first valve. Based on the information provided, it is likely that the dislodgement which caused the dissection, root disruption, pericardial effusion and death were related to the recapture of the second valve which interacted with the first valve. All adverse events and severities noted in this event are documented in the risk management files and within the instructions for use. No further safety assessment required, and no further action is needed as this complaint did not identify any unexpected serious adverse events. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.